Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported during stent graft placement, the outer sheath of the stent graft was allegedly identified fractured and the stent was allegedly partially deployed. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Investigation summary: a physical sample was not returned for evaluation. However, a photo was provided. Based on the evaluation of the returned photo the reported outer sheath fracture could be confirmed. The outer sheath was found to be elongated which indicated that high friction was present during the deployment attempt which subsequently led to the outer sheath fracture. An indication for a manufacturing related issue could not be identified. As a result of the investigation performed the reported sheath fracture is confirmed. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." H11: h6 (eval code & desc - results 1) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during stent graft placement, the outer sheath of the stent graft was allegedly identified fractured and the stent was allegedly partially deployed. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.